Event description:
It was reported that patient developed an infection on both incision sites. Fluid buildup was noted on both sites. The physician does not believe that the infection was device or procedure related. Patient was given antibiotics. The patient underwent explant procedure. The explanted device was retained at the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7080040.